Manufacturer narrative:
(B)(4). The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The external visual inspection of the device revealed the electrode was severed at the fantail region and near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
UDI#:na.

Event description:
The recipient's device has reportedly migrated, causing discomfort and inability to utilize the device. Revision surgery is scheduled.